Event description:
The customer reported that the insulin pump was alarming. Troubleshooting was performed. Instructed the customer to remove the battery and let the insulin pump rest. The customer stated that he tried to insert the battery, but the device was making a loud humming noise. The customer also stated that the insulin pump had a blank display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with a frozen screen as a result of a faulty component on the interface board. Further testing was not performed due to the frozen screen. A cracked reservoir tube was noted during a visual inspection.